Event description:
After getting essure, I noticed intense severe abdominal pain, cramps, weight gain in stomach and overall body, headaches more than usual and intense pain when having orgasms with sex. These things never happened until I had this procedure. Essure is still installed.